Event description:
It was reported that during a left leg angioplasty, the distal tip of the graphix guidewire broke off in the pt. The lesion being treated was located in a graft in the distal superficial femoral artery (sfa). When the graphix guidewire was being advanced, resistance was encountered. When the graphix guidewire was withdrawn, the distal tip of the guidewire broke off and remained in the graft in the pt. The tip was successfully retrieved with no pt complications. The procedure was completed with this device.